Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11555, 11556. The pt received two leads and two anchors with the same lot number. It was reported the pt had pain at the lead site around the area where the anchors are located. It was reported the pain was present whether the stimulation was on or off.